Manufacturer narrative:
At this time the device remains implanted. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the issue was found to be a loose setscrew at the time. The setscrews were tightened and all tests were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had exhibited out of range right ventricular (rv) lead impedance measurements greater than 2,000 ohms. It is suspected there may an issue with the setscrew. There were inappropriate ventricular tachycardia (vt) episodes were observed due to noise being oversensed. Patient was reported as not being pacer dependent and was not symptomatic at the time, however it is unknown if pacing was being inhibited. There were no adverse patient effects reported. A request for additional information has been sent.